Event description:
It was reported, the pt had lost significant weight and subsequently experienced discomfort and pain at the battery site due to the size. The pt underwent surgical intervention to explant and replace the device with a smaller model ipg. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.